Event description:
Investigation result: novopen® echo®, batch number: jvgv932, the product was not returned for examination. Fiasp® flexpen® 5 pcs, batch number: 0920622, the product was not returned for examination. Since last submission following information was updated, investigation result updated, narrative updated accordingly. Evaluation summary: novopen® echo®, batch number: jvgv932, the product was not returned for examination.

Event description:
Hypoglycemia [hypoglycaemia]. Hyperglycemia [hyperglycaemia]. Device display of novopen echo doesn't work [device information output issue]. Due to display damage, they inject the wrong doses [incorrect dose administered by device]. Hypoglycemia [hypoglycaemia]. Consumer break down the fiasp flexpen pens and insert the cartridge in novopen echo injector [wrong technique in product usage process]. Case description: this serious spontaneous case from russian federation was reported by a patient family member or friend as "hypoglycemia(hypoglycemia)" beginning on (B)(6)2023, "hyperglycemia(hyperglycemia)" beginning on 2022, "device display of novopen echo doesn't work(no image display on device)" with an unspecified onset date, "due to display damage, they inject the wrong doses(incorrect dose administered by device)" with an unspecified onset date, "hypoglycemia(hypoglycemia)" beginning on 2022, "consumer break down the fiasp flexpen pens and insert the cartridge in novopen echo injector(incorrect product administration technique)" with an unspecified onset date, and concerned a 8 years old female patient who was treated with novopen echo (insulin delivery device) from unknown start date and ongoing for "type 1 diabetes mellitus", , fiasp flexpen (insulin aspart) (dose, frequency & route used-2.5 iu (before each meal), subcutaneous) from 2022 and ongoing for "type 1 diabetes mellitus". Patient's height, weight and body mass index were not reported. Current condition: type 1 diabetes mellitus since 1-1.5 years. Historical drug: novorapid. Concomitant products included - levemir flexpen (insulin detemir) solution for injection, .0024 iu/ml-ongoing. On an unspecified date, patient experienced one episode of hypoglycaemia before display impairment. It was reported that novopen echo display hasn't worked for 1.5 months and that this maybe due to this display damage, they inject the wrong doses. On an unknown date, after display impairment, the patient experienced hyperglycaemia, glucose level was increasing gradually after the injection and even after one additional shot , glucose level achieved 31 mmol/l. On (B)(6) 2023, after display impairment, during episode of hypoglycaemia, parents gave an injection before school. When patient was at school, parents was alerted that glucose level was 2 mmol/l and patient was hospitalised. It was reported that the parents of patient strictly control the glucose level (patient has libre glucose monitor and bubble mini transmitter). Parents count bread unit (bu). I was additionally reported that the consumers break down the fiasp flexpen pens and insert the cartridge in novopen echo injector. Batch numbers of novopen echo and fiasp flexpen was requested. Action taken to novopen echo was reported as no change. Action taken to fiasp flexpen was reported as no change. The outcome for the event "hypoglycemia(hypoglycemia)" was unknown. On 2022 the outcome for the event "hyperglycemia (hyperglycemia)" was recovered. The outcome for the event "device display of novopen echo doesn't work (no image display on device)" was not reported. The outcome for the event "due to display damage, they inject the wrong doses(incorrect dose administered by device)" was not reported. On 2022 the outcome for the event "hypoglycemia(hypoglycemia)" was recovered. The outcome for the event "consumers break down the fiasp flexpen pens and insert the cartridge in novopen echo injector(incorrect product administration technique)" was not reported.

Event description:
Case description: this serious spontaneous case from russian federation was reported by a patient family member or friend as "hypoglycemia(hypoglycemia)" beginning on (B)(6) 023, "hyperglycemia(hyperglycemia)" beginning on 2022, "device display of novopen echo doesn't work(no image display on device)" with an unspecified onset date, "due to display damage, they inject the wrong doses(incorrect dose administered by device)" with an unspecified onset date, "hypoglycemia(hypoglycemia)" beginning on 2022, "consumer break down the fiasp flexpen pens and insert the cartridge in novopen echo injector(incorrect product administration technique)" with an unspecified onset date, and concerned a 8 years old female patient who was treated with novopen echo (insulin delivery device) from unknown start date and ongoing for "type 1 diabetes mellitus", fiasp flexpen (insulin aspart) from 2022 to feb-2023 for "type 1 diabetes mellitus". Dosage regimens: novopen echo: fiasp flexpen: ??-???-2022 to ??-feb-2023; on 28-jan-2023, after display impairment, during episode of hypoglycaemia, parents gave an injection before school. When patient was at school, parents was alerted that glucose level was 2 mmol/l and patient was hospitalised. On the same day patient was discharged from the hospital. Batch numbers: novopen echo: jvgv932. Fiasp flexpen: 0920622. Action taken to novopen echo was reported as no change. Action taken to fiasp flexpen was reported as product discontinued. Investigation result: novopen® echo® batch number: jvgv932. No investigation was possible, because neither sample nor batch number was available. Fiasp® flexpen® batch number: 0920622. No investigation was possible, because neither sample nor batch number was available. Since last submission following information was updated. -hospitalization stop date updated. -device details updated. -reporter causality updated. -batch numbers updated. -action taken updated for fiasp. -de/re challange updated. -product event details updated-reporter comment updated. -narrative updated accordingly. -investigation result added. -imdrf code added. -narrative updated accordingly. References included: reference type: e2b company number. Reference ID#: ru-novoprod-1020066. Reference notes: reference type: mw 3500a MFR. Rpt. # reference ID#: 9681821-2023-00025. Reference notes: medwatch 3500a MFR. Report number. Final manufacture's comment: 31-mar-2023: the suspected device (novopen echo) has not been returned to novo nordisk a/s for the investigation. Valid batch number of device is not available, no batch trend analysis or reference sample analysis performed. No confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen echo. Patient's underlying medical condition of type 1 diabetes mellitus is a confounding factor for the development of hyperglycaemia. Reporter comment: patient was switched to novorapid and sugar level was getting better. Sugar level doesn't have so much fluctations on novorapid, more stable. Patient uses the needle sfm pen needles for insulin pens 32g 0.23*4 mm. H3 continued: evaluation summary. Novopen® echo® batch number: jvgv932. No investigation was possible, because neither sample nor batch number was available.